Manufacturer narrative:
(B)(4). Method: the expiratory limbs of two bc151 bubble CPAP systems were returned to fisher & paykel healthcare in (B)(4) for evaluation. They were visually inspected, pressure tested and subsequently submerged in a water bath to identify the source of the reported leak. Results: visual inspection revealed holes along the length of the returned expiratory limbs. The pressure test showed that the expiratory limbs were out of specification. The water bath confirmed the source of the leak to be the holes along the expiratory limbs. A lot check could not be performed as a lot number was not provided. Conclusion: it was identified that the source of the reported leak was the holes along the length of the returned expiratory limbs. The holes were most likely due to an extrusion defect during the manufacturing process. A decrease in wall thickness was noted near the holes in the expiratory limbs. The expiratory limbs are a supplied part and are not manufactured by fisher & paykel healthcare. The supplier has been notified of this compliant. All breathing circuits are 100% pressure and resistance tested and those that fail are rejected. Any leaks in the expiratory limbs would have been identified during this testing. This suggests that the leak developed post production. It is most likely that the holes only developed gradually during use. The user instructions that accompany the bc151 bubble CPAP system state the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level."

Event description:
A hospital in (B)(6) reported that the expiratory limb on two bc151 bubble CPAP systems were leaking during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Our investigation of this product complaint is currently in progress. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the expiratory limb on two bc151 bubble CPAP systems were leaking during use on a patient. No patient consequence was reported.